Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 589 mg/dl. The customer stated that insulin pump had no delivery alarm. The customer stated that they were high and irritable so did not get infusion set and reservoir information. The customer declined troubleshooting as it was there second infusion set. The insulin pump will be returned for analysis.